Event description:
It was reported that this right ventricular (rv) lead was found to be perforated after device implantation. Pericardiocentesis was performed and the bleeding at the perforation site was stopped by thoracotomy. This lead remains in service. No additional adverse patient effects were reported.